Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported via phone that the patient¿s liberty cycler experienced fluid was discovered during an unknown phase and cycle of dialysis. The patient reported condensation inside the cassette door. Drain complication encountered message in drain cycles. A loud noise was coming from the cycler. Pdrn was advised to have the patient call in for troubleshooting for the leak and an unknown noise coming from the cycler. The issue occurred during treatment. There was patient involvement, but no harm, or adverse event associated with the event. Additional information was requested but was not received to date.

Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported via phone that the patient¿s liberty cycler experienced fluid was discovered during an unknown phase and cycle of dialysis. The patient reported condensation inside the cassette door. Drain complication encountered message in drain cycles. A loud noise was coming from the cycler. Pdrn was advised to have the patient call in for troubleshooting for the leak and an unknown noise coming from the cycler. The issue occurred during treatment. There was patient involvement, but no harm, or adverse event associated with the event. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported via phone that the patient¿s liberty cycler experienced a fluid leak which was discovered during an unknown phase and cycle of dialysis. The patient reported condensation inside the cassette door. Drain complication encountered message in drain cycles. A loud noise was coming from the cycler. Pdrn was advised to have the patient call in for troubleshooting for the leak and an unknown noise coming from the cycler. The issue occurred during treatment. There was patient involvement, but no harm, or adverse event associated with the event. Additional information was requested but was not received to date.

Manufacturer narrative:
Correction: b5, h10 plant investigation plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. At this time a search in the system was performed to verify product availability for alternate samples at the distribution centers. According to the system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. A batch records review was conducted by the manufacturer for the reported lot. The entire lots have been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.